Event description:
It was reported that a malfunction with code malf 9 occurred, but no notable events happened prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred, which the customer understood.